Manufacturer narrative:
A ge service representative performed an onsite investigation and realigned the connector pins in the lemo plug. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's image was unusable in the fluoroscopy mode. No pt injury was reported.